Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse was reported via phone call that they were hospitalized for diabetic keto acidosis on (B)(6) 2021. Blood glucose reading was 800 mg/dl. The customer stated they had confusion. The customer stated that insulin pump had no delivery alarms. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.